Manufacturer narrative:
.

Event description:
The customer stated that questionable results were obtained on 1 patient while using the clinic's coaguchek xs meter (serial number (B)(4)) and the patient's coaguchek xs meter (serial number unknown). The clinic's coagucheck xs strips were used for all of the meter tests. The customer did two comparisons with the patient. On the first comparison, a result of 2.3 inr was obtained on the patient's meter compared to a 1.9 inr on the clinic's meter. They used a new finger for the second comparison and obtained a result of 2.6 inr on the patient's meter and a result of 2.7 inr on the clinic's meter. For both comparisons, the first drop of blood was wiped away and then the sample was collected in a plastic, un-heparinized capillary tube and then the sample was split between the two meters. It was stated that the sample was applied within 15 seconds of lancing the finger. It was advised that the best practice would have been for each meter test to be from a fresh fingerstick on different fingers. The customer did not feel any of the results were more credible than the other, so a venipuncture laboratory result was obtained. The laboratory result was 1.9 inr. The reference laboratory reagent is unknown. All of the comparisons and the laboratory sample were obtained within 30 minutes of each other. It was stated that the patient's medication was adjusted based on the laboratory result. The patient's therapeutic range is 2.0-3.0 inr the patient is not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. It was reported that the patient's condition is good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 294031-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The returned strips and retention meter were tested in comparison to a retention meter and the master lot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meet the specification.